Event description:
It was reported that the user transitioned from a prior cgm to an fsl3+ sensor and paired the sensor to the fsl3+ mobile app, which prevented the ilet from receiving glucose data due to the sensor being in use by another device. The user did not report symptoms. No adverse clinical impact was reported. Troubleshooting and education were provided, including instruction that the fsl3+ can pair with only one device and that a new sensor would need to be applied and paired through the ilet mobile app to enable connectivity. The investigation consisted of remote support and review of device pairing behavior. The investigation found that the sensor was correctly functioning but paired to a non-ilet device, resulting in no data transmission to the ilet. It was concluded that the event was due to user setup and pairing to the incorrect device, and proper pairing instructions were provided.